Event description:
It was discovered that the patient had a large hematoma near the implant. The surgeon performed a revision surgery to make sure there was no infection, which there was not. During the revision surgery the surgeon elected to replace the tibial insert. It is unknown whether the same size of insert was used.

Manufacturer narrative:
The explanted device was not returned to the manufacturer, so no evaluation could be performed. Minimal details on this incident was reported. Any subsequent information received on the incident, or patient condition will be submitted in a follow-up report.